Event description:
Exhaust hose ruptured during surgery. Pressure for system was at 120psi, motor was in use for about 3-5 minutes overall. Procedure where the motor is used in a stop/start fashion. Rupture occurred about halfway throuh procedure. Or staff did not report any occlusions and did not clamp the motor during the procedure. Another legend motor was to complete the procedure with no patient impact.